Manufacturer narrative:
Batch review performed on 17 may 2018. Lot 168438: (B)(4) items manufactured and released on 21 april 2017 expiration date: 2022-04-05 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other device involved: mpact flat pe hc liner ø32/d reference 01.32.3241hct (k103721). Lot 170976: (B)(4) items manufactured and released on 21 june 2017. Expiration date: 2022-06-07 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 32 size m 0 reference 01.29.205 (k112115). Lot 171407: (B)(4) items manufactured and released on 08 june 2017. Expiration date: 2022-05-28 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager on 17 may 2018. Partial hip revision surgery occurred 6 months after primary cementless total hip arthroplasty. Patient was complaining about pain and the surgeon decided to revise cup, head and liner. The reason of pain cannot be determined on the basis of the radiographic image and information received.

Event description:
The patient came in complaining of groin pain 6 months after the primary. The cause of pain is unknown. The surgeon revised the cup, liner and head. The surgeon used another company's cup and liner with a medacta head. The surgery was completed successfully.